Event description:
Per the clinic, the patient experienced pain and non-auditory sensations resulting in the decision to explant the device. The device was electively explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.